Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Gross visual examination of the device noted a short fiber on the circumference of the fiber bundle at approximately 130 degrees on the non-cavity ID end with the dialysate ports at 0 degrees. The dialyzer was subjected to a laboratory bubble point test where no leak was observed, possible due to coagulated blood. The dialyzer was then subjected to destructive disassembly to isolate the location of the leak. The fiber bundle was submerged in a water bath while compressed air was allowed to through the fiber bundle at a regulated rate. Air bubbles were found to be escaping from the location of the observed short fiber. No other damage or irregularities were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one deviation notice noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint of "internal blood leak." This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported event was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber identified during visual inspection. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 150cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.